Manufacturer narrative:
On 5/24/2019, device was received. Device evaluation completed on 6/6/2019: during evaluation of the sample a crease, four (4) tears and area of missed material were observed, the tear a, b and area of missed material were located in the posterior view, measuring approximately 2.4 cm , 1.2 cm and 0.2 cm x 0.2 cm respectively. A crease ,the tear c and d were observed in the anterior view, only the crease was extending to the posterior view, the tears measurement approximately 1.8 cm and 1.9 cm respectively. Within crease the tear d was observed. Microscopic examination was performed in the other tears, and no indications of instrument damage was found. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/22/2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502425, (B)(4), and right replaced with catalog number 3502425, (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast implants which the left side deflated after implantation. As a result patient had it removed on (B)(6) 2019.